Manufacturer narrative:
Complaint is confirmed. Peformed product testing on returned meter. Meter is unlocked to mg/dl. Connected meter to pc, and downloaded glucose log, error log, and calibraiton parameters. Readings with an 18 cal code were found in glucose log. The 300, 0015 errors were found in the internal meter log. E4 errors with low battery icon were ovserved. Calibration parameters were within specification. Memory overwrite was observed. Meter is inoperable. Customers and retailers have been informed through the fa16may2006 letter.

Event description:
Customer reported experiencing an error 4 when attempting to perform a test on their freestyle flash blood glucose monitoring system. The customer also noticed that, the unit of measurement setting could be changed from mg/dl to mmol/l. There was no report of death, serious injury, or mistreatment assocated with this event.